Event description:
In an article titled "changes of blood gas and hemodynamic parameters in pts undergoing vertebral balloon kyphoplasty", the following was reported: two pts (1.7%) had a transient drop in blood pressure by 21-42% during simultaneous inflation of the balloons at 2 levels. One of these pts had an additional drop in regional cerebral oxygen saturation. No additional info was reported.

Manufacturer narrative:
Report source: article titled "changes of blood gas and hemodynamic parameters in pts undergoing vertebral balloon kyphoplasty" by michail tzermiadianos, md, paulos katonis, xenia souvatzis, md, alexander g. Hadjipavlou. Method: device not returned; follow-up with author not possible as no contact info provided. Reference MFR report #: 2953769-2010-00546.